Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.7, lab: 7.0, mean: 4.4, confidence limits: 2.5 - 6.5; date: 2008, inratio: 1.5, lab: 3.1, mean: 2.3, confidence limits: 1.6 - 3.4. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For 1st data sets, both inratio and lab values are not within the confidence limits for inr testing. For the 2nd data set, the lab value is not within the confidence limits but the inratio value is. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Strip lot# was not provided, therefore, further strip testing cannot be performed.

Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2008, inratio: 1.7, lab: 7.0; date: 2008, inratio: 1.5, lab: 3.1.